Event description:
An attempt was made to use a mo. Ma ultra cerebral protection device to treat a lesion in the carotid artery with 75% stenosis. Vessel was not tortuous. However, it was reported that it was not possible to inflate the balloons and leakage was observed from the connector it was reported that the procedure was completed with a filter. It was reported that the event did not affect the patient. No clinical sequelae were reported.

Event description:
Device evaluation: the device was visually undamaged. The inflation lines were tested for leaks by applying negative pressure. Bubbles rose from the cca proximal inflation line and the eca line. The inflation lines were then tested for leaks under positive pressure. A leakage was detected in the proximal inflation line. No leakage was detected in the eca. In order to detect the leakage source, the upper semi-shell of the hub was removed and traces of the red liquid used for balloon inflation was noticed over the luer bonding zone of the proximal line. By using a vaclok syringe filled with red water, negative pressure was applied: the red liquid re-crossed the proximal luer bonding zone and then bubbles rose from the inflation line.

Manufacturer narrative:
Evaluation: results: based on the information available, no root cause can be determined. (B)(4).

Manufacturer narrative:
Evaluation, results: component/ subassembly failure (bonding failure).